Event description:
It was reported that during a tfn (trochanteric fixation nail) procedure, as the surgeon was inserting the helical blade, making the final tap, the knob came off the coupling screw. The surgeon used pliers to remove the coupling screw and the procedure was completed without further incident and no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4) ¿ original awareness date is 05/20/2012. Additional information was received 08/13/2013.

Event description:
This is report 1 of 1 for file (B)(4).